Event description:
It was reported via a study article that a patient's leadless pacemaker dislodged post-implant procedure and had migrated into the left groin. As a result, the patient experienced intermittent asystole episodes. The device was explanted, and a new one was successfully implanted. The patient was discharged in stable condition.